Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there an alleged deficiency of the 2 blake drains? Please provide product code and lot number for the 2 blake drains used during the procedure. Product code m-q330r19 is not for an ethicon monocryl suture. Please inform us if an ethicon monocryl suture was used and provide an ethicon product code. Are the lot numbers known for the vicryl suture j945h and j423h? Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. On what tissue was each suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were any pre-op cleansing procedures changed recently? If yes, please describe what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent an extended abdominoplasty with liposuction of the flanks and back on (B)(6) 2024 and a drain was placed. The patient stayed locally for one week postoperatively and subsequently returned home with two blake drains. Her drains were removed by her local plastic surgeon. The patient initially reported erythema around her drain site, for which her local surgeon prescribed keflex. Ciprofloxacin 500 mg every 12 hours was also prescribed, which resolved the erythema. During a virtual follow-up on (B)(6) 2024, erythema along the lower abdominal scar was noted, particularly on the right anterior abdomen. There was also yellow drainage from the incision site. The erythema temporarily improved with treatment using bactrim ds twice daily. On (B)(6) 2024, the patient experienced increased swelling, pain, and persistent drainage. Surgeon directed her to the local emergency department, where an ultrasound confirmed a fluid collection at the erythematous site. Incision and drainage were performed, and cultures of the wound grew actinomyces meyeri. Despite antibiotic therapy with doxycycline and wound care, the patient developed multiple abscesses and non-healing wounds, requiring repeated emergency department visits, wound care treatments, and consultation with infectious disease specialists and a local plastic surgeon. On (B)(6) 2024, the patient underwent surgical debridement with her local plastic surgeon. The surgeon observed granulomatous tissue and multiple sinus tracts associated with the 1-0 prolene sutures used for abdominal wall plication. These sutures were removed, and tissue samples were sent for culture, though no additional pathogens have grown to date. The surgeon opines that the ongoing complications and findings strongly suggest a possible contamination of the sutures used during the original surgery. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, b2, h1 - additional information was received and it was reported that the device involved is not an ethicon device. Therefore, this medwatch report is being voided.